Manufacturer narrative:
Section a4, and a5: unknown, information was requested but not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A customer reported rle (refractive lens exchange), that an intraocular lens (iol) was explanted from a patient's left eye. The patient could not drive at night due to halos, glares and ghosting and requested for an explant. There was no incision enlargement, no vitrectomy and no sutures done. The suspect lens was replaced with a non-johnson and johnson iol. No patient post-op injury reported. The lens was discarded and will not be returned. Patient outcome with synergy lens, visual acuity without correction (va sc) 20/25 j2 ¿ 20-days post operation (po) ¿ patient still reports double va- ghosting, glare, and halos. Patient states she is unable to drive with these symptoms. No further information was provided.